Event description:
It was reported through the filing of a lawsuit that allegedly the patient was required to undergo a second revision surgery "to treat infection and received prolonged antibiotic treatment and therapy." It is further alleged that during the procedure, the doctor again indicated "the presence of metallosis consistent with previous surgery...diffusely throughout the tissue."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.